Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that endophthalmitis was observed in the post-operative period. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00061.

Manufacturer narrative:
Rayner's review of production records for the superflex aspheric 920h iol batch 113e53795 showed that all manufacturing and quality checks were conducted with successful results. There are no issues associated with the manufacture of these batches and all sterilisation activities were carried out successfully without complication. All devices released for distribution from the superflex aspheric 920h iol 113e53795 were within tolerance, met specification criteria and were without defects. The bioburden and endotoxin results for the superflex aspheric 920h iol batch 113e53795 were reviewed. The bioburden results for these devices were below target level and the endotoxin results were at the 0.5eu/device limit.